Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Reportedly, the customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. The customer delivered a correction bolus to address the high bg. A system check was performed by tandem technical support (cts) and it was determined that the customer was using off label insulin, trurapi. Cts educated customer on insulin labeling. Recommendation was made to consult with healthcare provider regarding diabetes management. The customer continued using the pump for insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.